Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with up to 290 units of insulin. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received. There was no reported adverse impact to the customer¿s blood glucose level.